Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent repair procedure of an ascending aortic aneurysm and a chronic type-b thoracic aortic dissection. The physician surgically replaced the ascending aorta and aortic arch, and implanted a conformable gore® tag® thoracic endoprosthesis (tgu262620j/11495907) in a frozen elephant-truck approach to treat the descending thoracic aortic dissection. The patient tolerated the procedure. On the same day, after the patient was transferred back to an intensive care unit and was awaken from anesthesia, the patient suffered from paraplegia. A spinal drainage was performed, and some measures were taken to maintain a mean arterial pressure. On (B)(6) 2016, a follow-up revealed that paraplegia has still remained. It was reported by the physician that the surgical graft was implanted approximately three centimeters more distal than it was initially planned. This caused a longer treatment length by the endoprosthesis, which may have contributed to paraplegia.